Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. Calibration and quality control data for lot 526004 were reviewed and confirmed to be valid, with all results within the expected ranges. The analyzer's performance was verified, and no instrument-related issues were identified that could explain the reported event. The root cause was attributed to potential pre-analytical or handling issues, as indicated by reagent and sample pipetting alarms in the instrument's alarm trace. The customer was advised to ensure adherence to proper pre-analytical procedures, including the use of plasma samples listed in the instructions for use (IFU) and compliance with tube manufacturer guidelines. The initially reactive result was re-determined in duplicate, yielding non-reactive results, in accordance with the IFU. The final result was reported as negative. No general issue with the reagent was identified.

Event description:
The initial reporter alleged false positive results with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. On 20-sep-2021, an initial test of a plasma sample generated a result of 1.87 coi (reactive) at 16:39. A first rerun of the same sample at 17:44 produced a result of 0.535 coi (non-reactive). On 21-sep-2021, a second rerun of the sample at 16:59 yielded a result of 0.537 coi (non-reactive).